Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse noted film / residue inside the hemoglobin cuvette. He replaced the cuvette. He also noted failed white blood count (wbc) background during daily checks. He replaced the wbc count tubing and sample delivery tubing to the wbc bath. This resolved the issue. (B)(4).

Event description:
The customer was notified by beckman coulter when high hemoglobin (hgb) backgrounds were triggered three times within one day on the dxh800 instrument. The event was identified via the rms (remote management system) monitoring. Beckman coulter called the customer after reviewing the history and advised the customer that the dxh800 instrument was failing hgb daily. Service was dispatched. No erroneous results were generated in association with this event.